Manufacturer narrative:
Npb not authorized to service unit. Customer reports at the time of event, the unit was checked by customer biomedical engineer and unit functioned as designed. No problem could be duplicated.

Event description:
The customer reports that in february 2004 the patient believes ventilator went into stand by mode by itself and that ventilation stopped briefly. No patient harm. It was reported that rt was in the room at the time. User error may have contributed to reported problem. Serial number is unknown. Nfb not authorized to service unit. Customer has no further details.